Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care provider (ecp) from france called to report a patient (pt) developed ¿3 cornea abscesses on the os¿ while wearing the acuvue oasys for astigmatism brand contact lenses. The pt went to an ophthalmologist who prescribed ciloxan eye drops 5 x daily for 10 days and at night ciloxan crème. The pt is currently not wearing contact lenses. On (B)(6) 2018 a call was placed to the reporting ecp who advised the os suspect lens is not available as the ophthalmologist is keeping it for analysis. On (B)(6) 2018 additional medical information was received from the affiliate: the 3 corneal abscesses are diagnosed as infectious, (¿sample analysis did not provide information on germs¿); the pt was prescribed ciloxan eye drops, 1 drop per minute for 5 minutes every hour from sunrise to sunset for 10 days; at night the pt was prescribed ciloxan crème; location: mid peripheral; it is unknown if the va is affected; the treatment is continuing. On (B)(6) 2018 additional medical information was received from the affiliate: the treatment is continuing for minimum of 2 weeks; this week: on os ciloxan eye drops, 1 drop every hour from sunrise to sunset. At night, she uses ciloxan crème (pomade); next week: on os ciloxan eye drops, 1 drop every 2 hours from sunrise to sunset; pt will follow-up with the ecp in two weeks; no contact lens wear is continued. No additional medical information has been received. Additional medical information has been requested. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ps0j was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.